Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when contrast medium was infused through the powerloc, the powerloc was detached from the patient. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of infusion set dislodgement was inconclusive because the conditions in which the event was alleged to have occurred could not be reproduced. The product returned for evaluation was one 20ga x 1¿ powerloc safety infusion set with y-site. Usage residues were observed throughout the sample. The safety mechanism was engaged and caps were attached to both luer adapters. The sample appeared unremarkable. Microscopic inspection of the sample did not reveal any damage or defect. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration with no observed leaks. The observed flowrates during infusion and aspiration appeared unremarkable. No deficiencies were discovered during evaluation of the returned sample; however, the use conditions described in the event description could not be reproduced. Consequently this complaint is inconclusive at this time. H3 other text : evaluation findings are in section h.11

Event description:
It was reported that when contrast medium was infused through the powerloc, the powerloc was detached from the patient. There was no reported patient injury.